Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device experienced drawer malfunction upon restart. A field service engineer secured the latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experienced drawer malfunction upon restart. The customer added that drawer 7 in ed-1 was restarted and displayed an error message indicating that the drawer was open, despite not being open. This issue was resolved only by closing or pushing a completely different drawer. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.